Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that ever since she had a MRI of her head last week, her battery has been running crazy. Caller confirms that she was referring to a return of symptoms; patient can¿t make it to the bathroom like before. Caller states that when she turned her stim back on after the MRI her stim was at 2.3v and she increased to 3.8v, but that hasn¿t resolved the issue. On the call, caller successfully increased stim to 4.3v and is comfortable. No further complications were reported or are anticipated.